Event description:
It was reported that after ligated the vessel, the clip got broken at the hinge and fell in the cavity during a laparoscopic nephrectomy. The user picked up the clip with a forceps and continued the procedure without problem.

Manufacturer narrative:
Qn#(B)(4). Although the lot number was not provided, a potential lot number was obtained through sales history. The potential lot number is 73m1900414. Per DHR the product hemolok l clips 6/cart 84/box lot# 73m1900414 was manufactured on 12/18/2019 a total of (B)(4) pieces. Lot was released on 01/10/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. One broken clip was returned loose. No cartridge was returned. The broken clip was visually examined with and without magnification, upon visual examination, the sample appeared used as there was biological material observed on the clip. The clip was broken in half at the hinge. R & d was consulted for this complaint issue and it could not be determined what exactly caused the clip to break at the hinge. Using misaligned appliers could cause the clip to break during ligation, however the appliers were not returned so this could not be confirmed. No other defects or anomalies were observed with the sample. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily.". "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed.". "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time for this complaint issue. It could not be determined what exactly caused the clip to break at the hinge during ligation. We will continue to monitor on the occurrences of this issue, however this appears to be an isolated incident. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned with no cartridge. The clip was both broken in half at the hinge. R & d was consulted for this complaint issue and it could not be determined what exactly caused the clip to break at the hinge. Using misaligned appliers could cause the clip to break during ligation, however the appliers were not returned so this could not be confirmed. A device history record review was conducted and there were no indications of a manufacturing related issue. No other defects or anomalies were observed with the sample. Therefore, although the complaint issue can be confirmed, the root cause is undetermined.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after ligated the vessel, the clip got broken at the hinge and fell in the cavity during a laparoscopic nephrectomy. The user picked up the clip with a forceps and continued the procedure without problem.